Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking dialysis catheter was unconfirmed because the reported problem could not be reproduced. The product returned for evaluation was one 13.5fr hickman dialysis catheter. Usage residues were observed throughout the sample. Tissue residue was observed within the ingrowth cuff. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion and aspiration with no observed leaks. No leaks were observed during sustained (> 30 seconds) hydraulic pressurization of the sample. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample did not reveal any damage or manufacturing defects. No deficiencies were discovered through evaluation of the returned sample. Consequently this complaint is unconfirmed at this time.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
Facility contact reported that on (B)(6) 2016, stem cell infusion was started and it was noted that the hickman catheter leaked at the insertion site. A .60 ml of the 100ml syringe had already been infused when leakage noted. The reported leaking was noted on (B)(6) 2016 while chemotherapy was infusing. Patient had been sent to interventional radiology where line was said to be ok and no leaking noted. The hickman was removed from patient on (B)(6) 2016. The patient did not receive full compliment of stem cells. On 07/20/2016 - additional information received from the complainant stating that the leaking was around the insertion site as far as they could tell. When the leak was first noticed, the patient's dressing was wet and had leaked onto her gown. The chemo was stopped. The patient was sent to ir . No leak was found but a sheath was present; the catheter was reported to be good for use. The next day, the complainant checked the catheter and began infusing stem cells and noticed leaking around the catheter site. The catheter was removed and placed in a sealed bag. No tests were done to it to determine if the leak was on the external portion of the catheter.